Manufacturer narrative:
(B)(4).

Event description:
Information was received from the company representative about a patient that was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had blood come through the cannula during "mer". The cannula was removed and the case was aborted. The cannula and stimloc were removed and the patient was taken to a CT scan to confirm the bleed. The patient was monitored in ICU. It was unknown if the issue was resolved. The patient was recovering from an intracranial bleed. Further surgical intervention did not occur and it was not planned. Further follow-up was being conducted to determine if the intracranial bleed resolved. If additional information is received, a follow-up report will be submitted.